Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead into the connector of the pulse generator. After mineral oil was applied, the lead could be inserted into the connector and the device was implanted. No patient symptoms were reported and the patient would be monitored routinely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.